Manufacturer narrative:
Product complaint # (B)(4). Pc: joint instability. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: medical story: on (B)(6) 2019, surgery is performed to correct scoliosis of the patient's initial (B)(6). The instruments to be used provided by patient's medical coverage and expidiurn depuy spine from the johnson and johnson company. Before starting the surgical procedure, we proceed to the usual control of the material provided by the (B)(4) (distributor). Such control is did by the company instrumentalist (B)(4) who tells us that all the material is fit and there is sufficient number of implants of all sizes. After the confirmation of the instrumentalist, the patient is asked to turn to the operating room. When trying to start with the corrective maneuvers and final adjustment of the system, we find ourselves with the following difficulties found with the company's instrumentation and the entire surgical team. The front grips are extremely worn and open, so it is practically impossible to perform the gripping maneuvers. (Video of the maneuver is made). The cut in situ bars is in bad condition and is not suitable for cutting cobalt chrome bars because I do not know hard enough. Bending of the cutting edge of the bars is observed which makes it impossible to cut with the in-situ bars. (Pictures were taken). When trying to make the final adjustment of the system, the anti-torque does not work. When we trying to make the final adjustment, due to the wear of the screwdriver, it is impossible to reach the end of the adjustment because it rounds the turks of the system. The final adjustment was attempted and 6 consecutive nuts were rounded by the bad condition of the nuts (photos of instruments and nuts). Distributor's story: below, I detail a series of inconveniences too serious and inconceivable that happened in the patient's surgery (initials (B)(6)) commanded by dr. (B)(6). These events can summarized as lack of maintenance and poor condition of all the spinal instruments in the box (B)(4). The placement of the polyaxial screws could be completed with some drawback due to the wear of the instruments and when incorporating the inner (ref 179702000), with the precise instruments designed for this and its handle (reference 279712600 x 2 and 272040510) it did not work, the system is completely distorted. These elements are essential to ensure the stability and safety of the expedium system as they ensure that the force used is adequate, without risk of loosening the system and certifying that the surgeon does not exceed the force applied to the system or column. None of this worked. The situation worsened at the time of cutting the cobalt bar (cobalt chrome) in situ, since the shear instead of performing this procedure disintegrated the cutting area with each attempt. This demanded the removal and repositioning of all the inner ones again and modification of the length of the bar outside the spine, promoting complications of all the factors that go to a procedure of these characteristics, such as prolongation of the surgical time and exposure of the tissues. Excessive manipulation of a totally unstable column, increased risk of hemodynamic failure due to increased bleeding in pediatric patients and the fixation system; in addition to the potential risk of surgical site infection due to excessive prolongation of surgery time. Immediately after placing and closing the system in an craft manner, it became necessary to grind the bars in situ, which ended up demonstrating the lack of maintenance of the system, the ends that are assembled in the chrome bar were very worn and the stiffness of the bar made the grif more and more damaged. Situation that resulted in not being able to complete the correction of the deformity. Dr. (B)(6) very dissatisfied with this situation raised a note to (B)(4), where he makes us solely responsible for any failure due to loosening, instability, or surgical site infection. I want to add to this complaint that, due to this very serious system failure, damaged and considered unusable 8 inner ref.179702000 of which were returned 6 as the doctor discarded them to return to the set and disgust through although we were able to rescue some to send them as a sample. Attached photo of the instruments to validate the information, I wait confirmation that this equipment will not be sent back to surgery without previous exhaustive check and replacement; and thus join us in a common commitment.

Manufacturer narrative:
Product complaint # ==> (B)(4). It was noted that the customer retained the device. However, an image of the mouth of the device was provided. It was noted that the mouth of the device was significantly worn/stripped. The device is multiple use and needed during procedures; therefore, the complaint condition was most likely caused by numerous reprocessing cycles in combination with very intense use over the product¿s lifetime. A review of the device history record could not be performed as the lot number was not provided. A definitive root cause cannot be determined with the information provided. However, a possible root cause may have been attributed to wear and tear of the device most likely caused by numerous reprocessing cycles in combination with very intense use over the product¿s lifetime which may have led to the worn mouth of the device. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.